Event description:
Pt was implanted with prodisc-l at l4-5 on an unk date. Pt developed osteolytic symptoms at the adjacent levels of the pdl at l4-5. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware. The prodisc-l was removed via lateral access. Surgeon revised pt with peek spacer and posterior fusion at l4-5. Procedure was completed with no problems. At the initial surgery, pt also had a posterior fusion at l5-s1 with competitor's pedicle screws and peek rods. This is the 2nd report of 3 for the same event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.